Event description:
It was reported that the device etco2 dust cover needs to be replaced. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the etco2 door grey, front case grey, display cover, the replacement for which were ordered. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the device's etco2 dust cover needs to be replaced. There was reportedly no patient involvement.